Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patients' ipg (belgium) was unable to communicate with the clinician's programmer. Reportedly, further troubleshooting was attempted to no avail. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the pocket was opened and the ipg removed for testing. The ipg established communication with the external devices. As such, the physician opted to not replace the ipg at that time. The original ipg was re-implanted into the pocket and the incision site closed .

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model.

Manufacturer narrative:
Device return inadvertently entered incorrectly on the initial report.

Manufacturer narrative:
Model brand name updated.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.